Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 600 mg/dl and an insulin injection was administered to address the bg level. The cannula was not fully inserted and the site was leaking. A pump system check was performed and no device issue was identified. Reportedly, the customer inserted a new infusion set site. The type of infusion set was not known.